Manufacturer narrative:
The device(s) referenced in this report have not been returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature article "underwater endoscopic mucosal resection (uemr)", appearing in gastrointestinal endoscopy clinics 29(2019) 659-673, patients experienced adverse events during or after an underwater endoscopic mucosal resection. This article is a meta-analysis of other studies, and patient/event details are not complete. It is not known what manufacturer's colonoscope or accessory cap was used in each case, however olympus colonoscope cf-h180al and accessory cap d-201-15004 are mentioned as the ideal choices for the procedure. For this reason, this report is being conservatively submitted to address the potential that olympus devices could have been used in these cases. Out of over 500 cases of colonic uemr, three cases of delayed bleeding were reported. One of the three patients required blood transfusion, and two of the three patients required colonoscopy for hemostatic intervention. One case of perforation was reported in the uemr group. In this case, the procedure was performed in a retroflexed position, suggesting that the retroflexed scope stretched and thinned the colonic wall, contributing to the perforation. The treatment required due to the perforation was not stated. There is no mention in the article of any olympus device malfunction.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device could not be reviewed as the serial number was not provided. Olympus does not ship any devices that don't meet the design and quality specifications. Conclusion: the definitive cause of the user's experience could not be determined. No device malfunction was reported. Based on the available information, the events reported are anticipated potential risks of the procedure.